Event description:
It was reported that the subject device light guide bundle was interrupted and weakened. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, likely the most probable cause of the malfunction is traced to component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.